Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site that the patient had a controller power up with an associated motor start on (B)(6) 2015, indicating that both power sources were disconnected from the controller. Additionally, this patient had two power disconnect alarms logged on the same battery which indicate that this battery may be faulty. It was stated that there were no consequences or impact to patient. No additional information provided. Investigation is ongoing.